Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified, moderately tortuous cephalic vein. The mustang 6.0 x 40, 40cm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated three times at 18atm, 20 atm and 20 atm but then ruptured at 24 atm on the fourth inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty a balloon rupture occurred. The 90% stenosed target lesion was located in a mildly calcified, moderately tortuous cephalic vein. The mustang 6.0 x 40, 40cm balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated three times at 18atm, 20 atm and 20 atm but then ruptured at 24 atm on the fourth inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by mfg: initial examination of the returned device noted that it was fully deflated, no visible tears were noted. The device was attached to an inflation device and an attempt to inflate the device to its recommended rated burst pressure (rbp) failed due to the presence of a pinhole located at the proximal edge of the distal radio opaque (ro) markerband. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).